Manufacturer narrative:
Analysis was performed by authorized service provider (asp) engineer. Authorized service provider (asp) engineer guided customer run self test, test failed. Asp engineer request customer send devices to asp for further analysis and provided quote. The customer refused. The device has not been made available to philips. Visual and functional testing could not be performed.

Manufacturer narrative:
Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device was unable to boot up. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.